Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au480 chemistry analyzer, and identified the failure mode as hardware. The fse replaced the mixer and harness and updated the ise (ion-selective electrode) dispense probes which resolved the issue. Information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of multiple high erroneous patient result for na (sodium), k (potassium) and cl (chloride) on their au481-10e, chemistry analyzer. The erroneous patient results were not reported out of the laboratory. There was no affect to patient treatment in connection to the event. Quality control was within the laboratory¿s established ranges prior to event. The customer verbally provided examples of the erroneous results for one (1) patient.